Manufacturer narrative:
(B)(4).

Event description:
It was reported "PICC nurse was placing PICC line on patient using vps g4 when a blue bullseye showed on the screen but 20cm of catheter was out of the patient. After an x-ray, the PICC tip of shown to be located at the subclavian vein. PICC nurse confirmed that the line was not in a artery. Patient was unharmed during the procedure." The patient's current condition is reported as "fine".

Event description:
It was reported "PICC nurse was placing PICC line on patient using vps g4 when a blue bullseye showed on the screen but 20cm of catheter was out of the patient. After an x-ray, the PICC tip of shown to be located at the subclavian vein. PICC nurse confirmed that the line was not in a artery. Patient was unharmed during the procedure." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be performed as no sample was returned for analysis. The complainant provided a photograph of the patient case report. In the photograph, a bbe can be seen. There is no doppler signal displayed. Only one wave of the internal ECG signal is displayed. An assessment of this issue cannot be made based on the information provided. A device history record review performed on the stylet did not reveal any manufacturing related issues. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.